Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise. Programming interventions were made. The patient was in stable condition.

Event description:
New information received notes that the lead was capped and replaced on 28 may 2020. The patient was in good condition post procedure.